Event description:
Caller states the pt tested 552mg/dl on the inform sys and 145mg/dl on a lab drawn within 10 minutes. Pt received 12 units of unk insulin. No adverse event reported. Requested return of suspect sys and replacement was sent.